Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and no evidence of foam degradation was found. The device has been scrapped. H3 other text : serviced by third party service center.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.